Event description:
Patient went to the or for repair to the right hip. After repositioning the anesthetized, intubated and ventilated patient, the healthcare worker moved the right leg, and the crna took control of the table controller, and actuated the tilt button. The healthcare worker heard a click, metallic sound and/or grinding noise. The table then instantly tilted approximately 45 degrees and the patient landed on the floor. Patient suffered a 1/4" cut above the right eyebrow and was reintubated.